Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) units screen is flickering intermittently. There was no patient involvement.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse reconnected all the connections in the display. The unit was observed for more than two hours with no repeated issue. The iabp was handed over to the customer in good, working condition.

Event description:
N/a.